Manufacturer narrative:
The device was returned to olympus repair center for evaluation. In the evaluation of olympus repair center the following was confirmed: the reported phenomenon was reproduced. The image sensor of the device was defective. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however, there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. If additional information becomes available, this report will be supplemented.

Event description:
When the bending section of the device was angulated, the endoscopic image became black and was not displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. When the olympus repair center disassembled the device and checked the imaging cable, the imaging cable was twisted. The reported event appeared to be caused by the core wire of the imaging cable breaking due to the stress of twisting. If additional information becomes available, this report will be supplemented.